Event description:
A nurse reports that she experienced the following symptoms: asthma, anaphylaxis, shortness of breath, rhinitis, respiratory problems, skin rash, hives, contact dermatitis, urticaria, discomfort, depression and emotional distress. She states that these symptoms are related to her exposure to latex gloves and glove powders made by several different glove mfrs.